Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgment. Also, the lead was damaged during an unrelated cardiac surgery. A new lead was implanted. No additional adverse patient effects were reported.